Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 1627487-2018-13222. It was reported that the patient's leads have migrated causing inadequate therapy. The leads were explanted and replaced on (B)(6) 2018. Effective therapy was restored post operatively.